Event description:
After completion of feed, hung the water flush as protocol and the pump gave the patient 15 mls of water. The nurse for that patient aspirated the stomach and retrieved 14 mls of water back out of the stomach. Notified the md on call of the incident. Took the pump out of circulation and placed biomed repair label with explanation on pump. All sterile water flush was aspirated from the infant stomach and the infant did not deteriorate.